Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The reported event was not confirmed. Visual inspection: the reported event was not confirmed. The cea rasp handle had numerous impaction marks on the body and impact pad but the device was intact. No damage was observed consistent with the reported event. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: the event could not be confirmed nor the root cause of the reported event determined. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon got a metal sliver/shaving in his finger while holding broach handle.

Event description:
Surgeon got a metal sliver/shaving in his finger while holding broach handle.